Manufacturer narrative:
Troubleshooting of the AED with the customer identified that once a new battery was installed the AED powered on. Troubleshooting of the AED with the customer did not identify a cause for the depleted battery pack.

Event description:
A customer reported that their AED's asi is flashing red, and the AED will not power on. The customer did not report this occurring during patient use.